Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a lobectomy, the device stopped firing in the middle of the first fire. After waiting briefly, the surgeon was able to continue and complete the first fire. Upon the vascular treatment, the device stopped firing in the middle again. The device then would not fire any more. A single-use handle was used to continue. It is unknown if reinforcement material was used. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter and one opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the reload or adapter. The reload had a full complement of staples. Since the clinical battery and handle were not returned, pmv representative devices were utilized for all functional testing. The adapter fully functioned to specifications. The reload was fired on test media and all staples were placed with clean transection. Functional and visual testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. The reported condition was not confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.